Event description:
Spontaneous disconnection of the miniset from pd catheter titanium adapter. The date of how long the set was in use is unk. The date of the event is unk. There was no pt injury or medical intervention associated with this incident.